Event description:
Revision surgery performed after 1 year and 2 months from the last revision (B)(4) due to signs of an infection (the pathogen is unknown). The surgeon removed all hardware and implanted an antibiotic spacer successfully. On sept 28 the surgeon removed all hardware and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 september 2019: lot 181844: 27 items manufactured and released on 26-giu-2018. Expiration date: 2023-06-11. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 05 september 2019: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 181930 lot 181930: 86 items manufactured and released on 26-giu-2018. Expiration date: 2023-06-17. No anomalies found related to the problem. To date, 77 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 179657 lot 179657: 125 items manufactured and released on 06-mar-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 1 year and 2 months from the last revision due to signs of an infection (the pathogen is unknown). The surgeon removed all hardware and implanted an antibiotic spacer successfully.